Event description:
Complainant alleged that during a routine shift check by a clinician, the device "pacer fault 115" and "pacer disabled". Complainant indicated that there was no patient involvement in the reported malfunction.